Manufacturer narrative:
Per the eval performed by conmed, the pencil would not self-activate and the reported event was unconfirmed.

Event description:
While the pencil was plugged into the electrosurgery generator, it became instantly active as though one of the buttons is depressed permanently. On inspection, the rocker switch is jammed and immoveable.